Manufacturer narrative:
The investigation of the complaint related to corrosion and liquid spill on the reported ventilator¿s main back-plane printed circuit board (pcb) has been completed. During investigation on-site performed by our field service engineer, presence of corrosion and liquid spill on the pc board were found. The pcb has not been replaced and the ventilator has not been returned for further investigation. A visual inspection confirms the reported corrosion and liquid spill. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).